Event description:
It was reported that an external fluid leak was observed from the "blood loss detector" during priming with a prismaflex tpe 2000 set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak from the set blood leak detector tubing. The specific defect that allowed the leakage was not visible. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leakage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.